Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. The one-way valve and guide wire were also returned. The guide wire was found to be kinked near the proximal end and could not be used for testing. One kink was found on the catheter tubing and inner lumen near the y-fitting approximately 71.4cm from the iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen and resistance was only felt at the kinked location. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen. A kink in the inner lumen can cause difficulty during insertion of the guide wire. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the guide wire did not pass through the balloon. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: return to manufacture date, date received by mfg, device not eval provide code,evaluation method codes ,evaluation result codes, evaluation conclusion codes, addtl mfg narrative/corr. Data the product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the guide wire did not pass through the balloon. There was no reported injury to the patient.

Manufacturer narrative:
Event site postal code (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon(iab), the guide wire did not pass through the balloon. There was no reported injury to the patient.